Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to use error as stated by the surgeon. The specific instrument(s) involved with the event, is unknown. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, site reviews have shown that no complaints were filed against any of the instruments used during the surgical procedure. The following grasper instruments used during the case were used in subsequent surgical procedures until zero lives remained. Long bipolar grasper (part #470400-10; lot #n11200204-0060), long bipolar grasper (part #470400-10; lot #n11200204-0072), tip-up fenestrated grasper (part #470347-11; lot #t10191205-0099). No images or videos were shared for the event. This complaint is reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a branch of a vessel allegedly got caught on a long bipolar forceps instrument and bleeding was observed. Hemostasis was achieved; however, the estimated blood loss was about 1000 ml. The surgeon also made the decision to convert the surgical procedure to open surgery.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a branch of a vessel allegedly got caught on a long bipolar forceps instrument and bleeding was observed. After the location of the bleeding was identified, pressure was applied using the instrument and hemostasis was achieved. The surgeon then made the decision to convert the surgical procedure to open surgery. The estimated blood loss was about 1000 ml. On 11-jun-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, the site was not willing to provide the video to isi for review due to ¿personal information.¿ two long bipolar forceps instruments were used during the surgical procedure; however, it is unknown which of the two instruments was involved with the intra-operative complication. It is also unknown what area of the instrument the vessel got caught on. While the surgeon was working on ¿a3 in a segmental excision,¿ he ¿tried to scoop a3 from its underside with long bipolar forceps in his right hand.¿ the long bipolar forceps instrument ¿scraped¿ a vessel branching from a3 and as result, hemorrhaging occurred. The surgeon was not grasping or retracting/lifting the vessel with the instrument at the time the intra-operative complication occurred. There is no allegation that a malfunction of the long bipolar forceps instrument occurred. It was reported that prior to the procedure, the surgeon was aware that it would be ¿very difficult to confirm the blood vessel during segmental resection. He also commented that the long bipolar forceps instrument was ¿a little short¿ when passing under the blood vessel. The surgeon indicated that the event was ¿influenced by procedure selection and operator¿s technique.¿ it was further noted that there was no relationship between the medical device and the incident. The intra-operative complication was attributed to surgical error/technique and difficult anatomy. It was verified that the case was converted to open surgery to control the bleeding and repair the vessel. No post-operative complications have been reported. Patient demographic information could not be provided.